Event description:
It was reported that upon interrogation, the device presented in a bvvi in the box.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported bvvi was confirmed in the lab. Analysis identified an initial mrn which caused a firmware issue forcing the bvvi.